Manufacturer narrative:
(B)(4). Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of failure code 810:11 was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, interrupting delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.